Event description:
Customer reported device would not power on using ac or battery power. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The reported problem was verified. The root cause of the reported problem was determined to be due to a shorted diode, on the power conversion pcb assembly. After replacing the power conversion pcb assembly, proper operation was confirmed and the device was returned to the customer.